Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was not returned for evaluation, however, performance data collected from the device was analyzed and revealed there was not a power on reset (por) nor a parity bit error. The memory por text is used in diagnostic of the por to indicate which sections the por/parity occurred in. If an error had occurred and memory status indicated brady parameters cyclic redundancy check (crc) block then the detection would have been from the 5 minute memory check of critical ram that cycles through the lower address memory where key device operation parameters are located. As part of the check the memory is sectioned into block of which have a crc. The memory test performs its own crc check and compares to the original and if different logs the location and then initiates a por.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced a power on reset. The device remains in use. No patient complications were reported as a result of this event.